Event description:
Fabric was implanted as a carotid patch and leaked an unk quantity of blood. The bleeding was stopped with gelfoam and thrombin and the patch was left in. The pt's condition is ok. Note: a similar complaint against this batch was reported by the same doctor, same hosp and same day with another pt.